Event description:
A signal loss issue was reported with the adc device, used with mobile application (iphone 12 pro max, ios 16.1.1). The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced sweating, nervousness and reported a glucose result of 45 mg/dl (unknown device). The customer was unable to self-treat, requiring dextrose and unspecified emergency injection by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device, used with mobile application (iphone 12 pro max, ios 16.1.1,software version 3.4.1.7374). The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced sweating, nervousness and reported a glucose result of 45 mg/dl (unknown device). The customer was unable to self-treat, requiring dextrose and unspecified emergency injection by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Extracted data from the returned sensor using approved software. The watermark was not observed at the base of the sensor tail. The sensor was restored to storage state and activated with a known good reader to receive first 5 ble (bluetooth low energy) packets and first 5 ble packets were received. The blc count and rssi (received signal strength indicator) were present for all packets. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device, used with mobile application (iphone 12 pro max, ios 16.1.1,app version 3.4.1.7374). The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced sweating, nervousness and reported a glucose result of 45 mg/dl (unknown device). The customer was unable to self-treat, requiring dextrose and unspecified emergency injection by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the customer's reported application that would have led to the reported issue. The customer reported signal loss and sensor is not working after scanning. Attempted to replicate the customer's complaint using similar configurations and the reported issue was unable to be replicated as the configuration are no longer obtainable due to some limitation. All pertinent information available to abbott diabetes care has been submitted.